Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing has been coming apart, where the top of the drip chamber connects with the base of the y connection bag spikes. The tubing contained lactated ringers and was connected to a patient at the time of the event. There is no report of patient harm.